Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No radiographs or images to confirm the reported event. Review of the reported information suggests surgical technique may have contributed to alleged event. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: vascular or visceral injury..."

Event description:
On (B)(6) 2019, patient underwent an extreme lateral interbody fusion procedure on the l4 -l5 vertebral levels. As per reporter, physician noticed patient¿s peritoneum was damaged. Damaged peritoneum was sutured and completed the surgery without inserting a cage. On an unknown date, patient underwent a planned revision procedure where construct was extended from l3-l5 levels without any reported conditions.